Event description:
It was reported that a flo-gard IV solution administration set leaked below its chamber. This occurred during patient use and while the set was being spiked into a non-baxter drug source. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed a leak from the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.